Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) have requested for device details such as lot number, date of manufacture and UDI; however, no response was provided. Product background: the autofill chamber as part of the heated breathing tube and chamber kit is a component designed for use with the airvo 2 humidification series to provide nasal high flow (nhf) therapy. Air and oxygen are blown from the airvo 2 into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint autofill chamber was received at our fisher & paykel healthcare (f&p) regional office in germany, where it was inspected by a trained f&p service technician. The device was then disposed of. Our investigation is based on the information provided by the f&p service technician, previous investigations of similar complaints, and our knowledge of the product. Results: inspection of the autofill chamber revealed cracks in the chamber dome. Conclusion: we are unable to determine the cause of the damage to the autofill chamber. Our investigation indicates that the damage was due to mechanical stress. The stress source was unable to be identified. Every autofill chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber. Any chamber that fails this test is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the 900pt561 heated breathing tube and chamber kit with nebulizer adapter (if applicable) state the following: - "do not use the autofill chamber if it has been dropped or been allowed to run dry as this could lead to the chamber over-filling." - "do not use the autofill chamber if the water level rises above the maximum water level line as this may lead to water entering the patient's airway." - "for single patient use only. Reuse may result in transmission of infectious substances. Attempting to reprocess will result in degradation of materials and render the product defective." - "avoid contact with chemicals, cleaning agents, or hand sanitizers."

Event description:
A distributor in germany reported via a fisher and paykel healthcare (f&p) field representative an issue with a pt100 myairvo 2 humidifier. During device evaluation at our f&p regional office in germany, it was then found that the autofill chamber as part of the heated breathing tube and chamber kit had cracks on the dome. There was no patient involvement as the issue was found whilst the device was not in use on a patient.